Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 17856367 UDI: (B)(4).

Event description:
It was reported that the patient was experiencing minimal to no relief with spinal cord stimulation (scs) and lead were out of the epidural space, the patient underwent implantable pulse generator (ipg) and lead explant procedure. Patient is recovering without issues postoperatively. All equipment removed and retained by facility.